Event description:
During a screw implant for a zygomatic fracture the suspect screw broke from the head leaving the body of the screw implanted in the patient. The fragmented part remained in the patient. No parts of the screw are available for return.

Manufacturer narrative:
The screw shaft remains implanted; implant date (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.